Event description:
It was reported that the ventilator failed a sub test within the internal test sequence, specifically the blower inlet test, during the pre use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Review of received information and logs: on-site investigation was performed by distributor's field service engineer. The reported issue was reproduced during troubleshooting. According to received information, the turbine was found defective and its replacement solved the issue. The defective part was received and the investigation is ongoing. Review of the provided device logs confirmed occurrence of the reported issue on date of the event.